Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue; cracked battery compartment and battery cap has never been replaced. Low battery warnings were confirmed to be recorded in the alarm history of the pump. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2017. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2017 with the following findings: a review of the pump black box data showed evidence of short battery life as illustrated with 16 count voltage drop leading to a cs 177 warning. During a visual inspection of the pump, the battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap threads were stripped and the cap was unable to fit securely. A test battery cap was used during investigation. There was evidence of moisture corrosion observed in the battery canister and on the cap. A leak test failed due to a battery compartment leak. The pump was powered on and the ez-prime¿ steps were performed correctly; the pump alarmed with a cs 128 alarm during the 24 hour duration test due moisture corrosion. The pump current readings were within specification. The pump¿s cover was removed and no further moisture corrosion was found to the printed circuit board or to the cgm module. The complaint of a battery life issue was duplicated during testing and damage to the battery compartment confirmed. Unrelated to the original complaint, investigation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.